Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have one bent grip, causing misalignment of the grips. There was a 0.0350¿ offset at the tips. The grips do not show cracking damage. Components adjacent to this bent grip do not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the tip of the force bipolar instrument froze and would not open. Consequently, the customer had to wiggle his hand to get the instrument tips to open. The customer stated that it felt like the joint of the instrument popped out of place. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer advised that the subject force bipolar instrument was the second instrument to be utilized during the procedure. The jaws were not stuck on tissue when the incident occurred and no abnormalities were noted with the instrument.